Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and the tandem-provided wall power adapter. There was no adverse impact to the customer's blood glucose level. A new charging cable and wall power adapter was sent to the customer. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.